Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: n/I, serial: n/I, batch: n/I. Product family: n/I, upn: (B)(4), model: n/I, serial: n/I, batch: n/I.

Event description:
It was reported that the implantable pulse generator (ipg) and leads had not managed the patient's back pain in recent years. The patient experienced new head pain which is related to the patient's degenerative cervical spine disease. The patient underwent a revision procedure wherein the ipg and leads were replaced and additional leads were added. The physician cut one of the leads and left the remainder of the lead in situ. The patient was doing well post-operatively. The explanted devices were discarded.